Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis. Bilateral deflation was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor siltex round moderate profile 325cc saline prostheses on (B)(6) 2018. The device was received at mentor without fluid. White material was observed on the shell surface. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Based on the information provided and the results of the laboratory examination of the device, the product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/1/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 6/1/2018, mentor received additional information: implantation date: (B)(6) 2003. The patient underwent breast augmentation revision. The patient underwent bilateral removal and replacement with mentor siltex round moderate profile 325cc saline prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/26/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor siltex round moderate profile 325cc saline prosthesis, catalog: 3542650, lot: 177098. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis. Bilateral deflation was diagnosed post procedure through a physical examination. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018.